Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle precisionglide 24x3/4in experienced the needle point penetrating through the shield prior to use. The following information was provided by the initial reporter: the needle is bent with the bevel through the package and it can cause an accident. Customer has informed there was no accident with the needle.

Manufacturer narrative:
H.6. Investigation: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10.

Event description:
It was reported that the needle precisionglide 24x3/4in experienced the needle point penetrating through the shield prior to use. The following information was provided by the initial reporter: the needle is bent with the bevel through the package and it can cause an accident. Customer has informed there was no accident with the needle.